Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned one peel-away sheath / dilator assembly which appeared typical and unused. Microscopic examination found no damage or defects. The dilator was inserted into the sheath to simulate use and fit firmly into the sheath with a snap indicating that it was locked in place. A light tug did not affect the connection. With some force, the dilator was unlocked and could be removed, as designed. The od of the dilator hub base and the ID of the sheath hub were measured and within specification. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques for placement of the sheath / dilator assembly. No problem was found with the returned sample. No further action will be taken. Additional information: UDI# has been added.

Manufacturer narrative:
(B)(4).

Event description:
It was reported prior to insertion the nurse noticed the dilator retracted very easily from the introducer. Normally it needs more force to be removed. As a result, a new kit was used for the procedure. There was no delay in treatment and no patient death or complications reported.